Event description:
It was further reported that the procedure performed was a pta of a de novo lesion in the carotid artery (not a ptca as previously reported). The introducer sheath size was 7fr. The guidewire used was a choice pt (floppy j type). The suspected rupture occurred on the second inflation (1st infl at 6 atm, 2nd infl at 12 atm). The pt's condition was stable at the time of the event, but did experience some pain. Some resistance was met upon insertion of the device. Current pain status is good (the pt has been discharged to home).

Event description:
It was reported that during a ptca treatment procedure involving a tortuous vessel, the maverick balloon burst at 12 atm's on the first inflation. The product was exchanged and the procedure successfully completed. No patient injuries or complications were reported. No other information is available at this time. It was reported that no manometer was used to control the pressure during the procedure.